Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for service. No patient harm or injury was reported.the device was evaluated at a third-party service center. The device error logs were successfully downloaded and reviewed. Analysis identified a ¿ventilator service required¿ alarm indicating q11 failure on the power management board. This failure disables operation of the internal lithium-ion (li-ion) battery. There is no documentation specifying which component would require replacement to address this error.in addition, no evidence of foam degradation or particles were observed during the device evaluation.no repairs were completed. The device was scrapped.

Manufacturer narrative:
The reported failure of ventilator service required alarm indicating q11 failure on the power management board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time.